Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis and no physical damage was identified during the physical inspection. Event log history was performed and indicated that force sensor test error was recorded in history. During analysis, the reported issue was able to be duplicated. Based on the evidence, the complaint was confirmed. Service replaced force sensor and plunger cable. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a force sensor test error was experienced.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis and no physical damage was identified during the physical inspection. Event log history was performed and indicated that force sensor test error was recorded in history. During analysis, the reported issue was able to be duplicated. Based on the evidence, the complaint was confirmed. Service replaced force sensor and plunger cable. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a force sensor test error was experienced.